Event description:
During manufacturer review of a patient¿s vns programming history, it was identified that the last vns diagnostics were performed on (B)(6) 2010. Settings prior to the systems test were 3.25ma/20hz/250pulsewidth/21sec on/0.8min off. A final interrogation was not performed after the systems test on (B)(6) 2010, and at the next office visit on (B)(6) 2010 the settings were 0ma/20hz/500pulsewidth/30sec on/60min off. This is indicative of a faulted systems test, even though the test is not noted as faulted in the history. The vns settings were corrected on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.